Manufacturer narrative:
(B)(4). Conclusions: failure to follow instructions (use of e marker for gate orientation). Film evaluation results are: a review of a pre-implant sizing worksheet revealed that the patient had a 55 x 61mm diameter aaa. The proximal neck diameter just below the renals measured 19mm, at mid-length was 22mm, and at the top of the aaa measured 25mm; 44mm below the renals. The distal aortic diameter was 25mm. The right common iliac artery was mildly tortuous, and the take-off of the left common iliac artery was acutely angulated laterally ~90 degrees. The diameter of the lcia ranged from 15 ¿ 20 ¿ 16mm, along the 55mm length. The diameter of the rcia ranged from 13 ¿ 22 ¿ 18mm along the 42mm length. The patient was also noted to have had a previous tevar repair, there was a dissection along the left side of the neck, the aortic bifurcation was twisted, and the left hypo was thrombosed. Two left-right still angio images during implant were reviewed. The first image prior to stent graft insertion showed the calibrated catheter at the level of the renal arteries. The proximal neck flow lumen diameter just below the renals measured ~17mm, and 3cm lower at the bottom of the neck was ~20mm in diameter. The film was cut-off just above the bottom of the sac; therefore, the iliac anatomy could not be assessed. The second image showed that the endurant stent graft system had been implanted in the patient. The image showed the stent grafts from the just below the proximal end of the suprarenal stents, to ~4cm below the gate. The bifurcate was on the right side, and the ipsi limb was extended with another limb beginning at the level of the flow divider. The gate opened on the left/anterior side, and the contra limb was implanted proximally near the level of the flow divider. A balloon was seen inflated across the gate. The four bifurcate proximal markers appeared to be in the proper orientation; the ¿e¿ marker was oriented on the anterior/right side, and the gate marker was seen on the lateral/left side. Films were non-contrast, therefore assessment of stent graft/vessel patency and aneurysm exclusion could not be performed. No stent graft issues were seen. The cause of the reported cannulation difficulties could not be determined from the limited films provided. Pre-implant CT¿s were not provided, and complete films during implant were also not available for review. It is possible that the acutely angulated left iliac artery may have contributed. The reported malposition of the bifurcate ¿e¿ marker and contra gate marker could not be confirmed from the single post-implant image provided. Photograph¿s or films of the delivery system prior to deployment were not provided.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. Assessment prior to implant of the endurant stent graft system showed that a dissection on the left side of the aortic neck, ectatic common iliac arteries, mild calcification in the iliac arteries, twisted aortic bifurcation, and a thrombosed bubble in left hypogastric artery. It was reported that during the index procedure, there was difficulty cannulating the contra gate of the bifurcate stent graft. Prior to deployment of the stent graft, the delivery system was positioned and the gate was oriented with the radiopaque e marker prior to deployment. The gate marker was positioned slightly toward the left on the anterior side. During the stent graft deployment, the contra gate opened on the lateral left side. The physician had great difficulties cannulating the contra gate. After several attempts, the contra gate was successfully snared, resolving the event. Per the physician, it appears that the e marker and the gate marker were "mal-positioned" within the delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.